Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient was receiving a "settings not available" message on their controller. The patient had their ins replaced on (B)(6) 2018, and the connectivity and impedance checks were normal with no issues. The representative met with the patient today and contacts 14 and 15 (which the patient was programmed on) with 0 were showing as greater than 40,000 ohms. Contacts 13 and 14 were 19 ,000 ohms and greater than 40,000 ohms with 0, which were listed as "avoid". The representative watched the healthcare provider torque down the leads during the case appropriately. The patient was reprogrammed and everything was fine. Then the patient saw the message again on the controller. The representative performed a hard reset by removing/reinserting the battery pack and the issue was resolved. The patient was able to increase and decrease their stimulation with no issues- when this originally occurred they saw the "settings not available" message at 2.5 ma, and after they were able to get stimulation up to 3.5 ma and it worked fine on all programs. No symptoms or further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. The patient's ins serial number was updated. The cause of the high impedances was not determined. No further complications reported.